Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had blood glucose of 48 mg/dl in the middle of the night and two days later, customer had blood glucose reading of 429 mg/dl. The customer stated that sensors were never bent. The insulin pump will not be returned for analysis.